Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery lobectomy procedure, during the lung resection, the first firing was successful, but when they are about to transect the lung tissue for the second firing, the jaws of the reload closed correctly but once the surgeon press the green button, he could not squeeze the handle and no firing was possible. They used another handle but had the same result. They changed the reload 3 times with the same lot number, but the problem was not solved. They have changed the handle this time but same issue occurred. They switched to a short handle and another articulating reload from different lot number and it worked fine. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. Visual inspection noted that the first reload was pre-fired and engaged in interlock with the jaws open. The second and third reloads were received fully fired. Functional testing of the reloads found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. . The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.